Manufacturer narrative:
Investigtion: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8302918. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4)] noted that did not pertain to the complaint.

Event description:
It was reported that relion® insulin syringe was having shield issues and the hub separated. This was discovered during use. The following information was provided by the initial reporter: material no. 328512, batch no. 8302918. It was reported that needle shield is difficult to remove. Once removed the hub separates and stays inside shield and sometimes the needle is bent. Verbatim: consumer reported needle shield difficult to remove, once removed the hub separates and stays inside of the shield and sometimes the needle is bent. Problem occurred a few months ago.

Manufacturer narrative:
Investigation summary: customer returned (12) loose 31g x 8mm, 0.3ml relion insulin syringes. Consumer reported needle shield difficult to remove, once removed the hub separates and stays inside of the shield and sometimes the needle is bent. All 12 returned samples were examined, and it was observed that two of the syringes exhibited a separated needle-hub/shield assembly; no damage to the syringe barrel tip was observed. The remaining ten syringes tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample 1; shield removal force (lbs); 4.73. Sample 2; shield removal force (lbs); 3.19. Sample 3; shield removal force (lbs); 3.32. Sample 4; shield removal force (lbs); 5.05. Sample 5; shield removal force (lbs); 3.46. Sample 6; shield removal force (lbs); 3.10. Sample 7; shield removal force (lbs); 3.63. Sample 8; shield removal force (lbs); 3.68. Sample 9; shield removal force (lbs); 4.05. Sample 10; shield removal force (lbs); 2.84. After testing these ten syringes for shield removal force, each sample was examined, however, none of the samples exhibited a bent cannula. The cause for the needle-hub/shield assembly separation likely occurred during the manufacturing process. A review of the device history record was completed for batch# 8302918. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (needle hub separates, inability to detach cannula shield as intended). -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bent cannula). As per investigation completed by manufacturing, "on 24 sep 2019, holdrege received photo complaint. A visual evaluation of photo found (2) syringes with no needle assemblies attached to them. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringes. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. L2l dispatch #49339 was created for raised shield/incomplete shield assembly issues. Root cause: the needle assembly press station was out of adjustment. Corrective action: needle assembly press station was adjusted to fully seat the needle assembly onto the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 was been opened on 16 aug 2019 to address this issue."

Event description:
It was reported that relion® insulin syringe was having shield issues and the hub separated. This was discovered during use. The following information was provided by the initial reporter: material no. 328512 batch no. 8302918. It was reported that needle shield is difficult to remove. Once removed the hub separates and stays inside shield and sometimes the needle is bent. Verbatim: consumer reported needle shield difficult to remove, once removed the hub separates and stays inside of the shield and sometimes the needle is bent. Problem occurred a few months ago.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe was having shield issues and the hub separated. This was discovered during use. The following information was provided by the initial reporter: material no. 328512, batch no. 8302918. It was reported that needle shield is difficult to remove. Once removed the hub separates and stays inside shield and sometimes the needle is bent. Verbatim: consumer reported needle shield difficult to remove, once removed the hub separates and stays inside of the shield and sometimes the needle is bent. Problem occurred a few months ago.